Event description:
It was reported that the surgeon was using a multi-axial cross connector during a l5/s1 fixation case. While using the hex driver to advance the screw, one of the set screws came loose and detached from the cross connector. The surgeon was unable to reattach the screw and used a different multi-axial cross connector to complete the case.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned set screw was confirmed to have been disengaged. However, the screw as able to be re-threaded onto the cross connector and function without issue. No relevant manufacturing issues were identified during manufacturing record review. Conclusion: the most likely cause of the customer reported event is unthreading of the set screw by the user, resulting in its disengagement.

Event description:
It was reported that the surgeon was using a multi-axial cross connector during a l5/s1 fixation case. While using the hex driver to advance the screw, one of the set screws came loose and detached from the cross connector. The surgeon was unable to reattach the screw and used a different multi-axial cross connector to complete the case.